Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was received by the initial reporter: "the medication does not come out of the needles. Like they are blocked." Complaint number (B)(4). Report date 1/23/24 factory/manufacturer bd MFR reorder # 192-n251s product name needle, sfty 192-n251s preventsg org 25gx1" lot / serial number (B)(6). Product concern the medication does not come out of the needles. Like they are blocked. (B)(6).

Manufacturer narrative:
Device evaluation during review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information.